Event description:
As reported by patient registry, approximately 14 months after a successful transcatheter aortic valve replacement with a 29mm sapien 3 valve, the valve was explanted and replaced with a surgical valve. Per medical records, the patient was experiencing aortic regurgitation, due to paravalvular degeneration and the explant was due to aortic insufficiency from paravalvular leakage. On explant, "the valve was adherent to the aorta and leaflets."

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate paravalvular degeneration of native cardiac tissue caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation for this report is ongoing. H3 other text : no indication device was retained.

Event description:
As reported by patient registry, approximately 14 months after a successful transcatheter aortic valve replacement with a 29mm sapien 3 valve, the valve was explanted for unknown reasons and replaced with a surgical valve. Additional information has been requested, and the valve was not returned for analysis.